Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Additional information: h6 (device codes), h7, h9 investigation conclusion: the customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Test results identified that when the keypad was installed on the test fixture, the device automatically powered on. Once powered off, the device did not power on using the system on key after shutting the system down. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10013664). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15893392 service history record showed the device had a manufacture date of 16may2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 24nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the front case w/ keypad assembly was returned.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.